Event description:
Procedure type: open - anastomosis. According to the reporter: the normal audible feedback was not noted, as a breaking sound was heard. Moreover, the device could not be removed smoothly and it tore a part of the anastomosis. The surgeon sutured the area to complete the anastomosis. No bleeding occurred as a result.